Event description:
The device read his blood glucose at 538mg/dl and that he felt weak, nauseated, and dizzy. He drank water and ate, taking 50 units of insulin after eating. He reports calling the paramedics and that their device read 93mg/dl within 15 minutes. He states ten minutes later he re-checked his blood glucose on his device and the result was 412mg/dl while the paramedic's device read 292mg/dl at the same time. No treatment was received. No quality controls were used. Requested return of suspect device and replacement was sent.